Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynauds phenomenon.

Event description:
Patient reported, right side "raynaud's phenomenon". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ raynauds phenomenon: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "raynaud's phenomenon." Device has been explanted.

Event description:
Patient reported right side "raynaud's phenomenon." Device has been explanted.